Event description:
It was reported that during a trial period by the hospital, a blood clot occurred in a device that may have been a baxter one-link. The nurse had originally connected a baxter one-link when the PICC line was placed. However, when the nurse came back to the unit, a non-baxter product had been connected to the PICC line. Therefore the device involved may have been a baxter one-link, however the device attached during the onset of the clot was unknown. There is no indication of a patient injury, medical intervention or an adverse event to be in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. No associated issues were identified within the batch review. If additional relevant information or samples become available, a follow-up report will be submitted.